Event description:
Patient states her enterra therapy battery died. She states symptoms got worse the 3rd week of march when she started vomiting constantly. She states she spent the last week in the hospital. She states her battery is only lasting about 1 year due to high settings per patient. She states she is a patient of dr. Kurian who is retiring, but states she is working with another provider in the office who is working on a preauthorization for replacement surgery. Patient was transferred to tech services. Patient experienced return of n/v symptoms due to battery depletion; battery replaced; explanted ipg was disposed of. No further action to be taken.